Event description:
During a clinic follow-up, the device was found to be in backup vvi (bvvi) mode resulting in a loss of high voltage therapy. The cause of the bvvi was found to be off-label MRI exposure. After restoring the device to normal settings, a diagnostic anomaly was observed due to the device displaying an incorrect longevity and egms were missing on the device. Additionally, episodes of noise resulting in oversensing were observed on the device. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed via review of the device data. Analysis of the device image revealed the device went into backup mode due to a power-on-reset (por) that was caused by exposure of the off-label device to an MRI. The device had been restored from the backup operation in the field. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and were revealed to be normal. The backup operation could not be reproduced. The cause of the reported event was determined to be due to external interactions.